Event description:
A plastic insulation at the tip of instrument melted during use. It left the metal bare. The facility reports it might pose a risk of electrical shock to the patient. However, there was no injury to the patient reported. Procedure: unk.